Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient was noted uncomfortable and ventricular tachycardia (vt) was induced when crossing the heart valve with the delivery catheter. An injection was administered, and the physician proceeded with the implant. Once the device was fixated, high pacing impedance was noted. The device was implanted, and the patient was further monitored. During the post-procedure checkup, the impedance value had dropped, and no further intervention was performed. The patient condition was stable.